Event description:
It was reported that the device was running hot during equipment testing at the user facility. No patient involvement was reported.

Event description:
It was reported that the device was running hot during equipment testing at the user facility. No patient involvement was reported.